Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of false negative cefoxitin screen results for a staphylococcus aureus patient strain and susceptible ox results (mic=1) when testing on vitek® 2 ast-gp75 cards, lot 2750788203, using vitek 2 8.01 software. Cepheid pcr testing was positive for (B)(6). The customer does not have a bioart rule enabled for mrsa detection (as instructed in fsca 4018). The customer strain is no longer viable for this investigation. Vitek 2 ast-gp75 lot #2750788203 met final qc release criteria. This lot passed qc performance testing. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method.

Event description:
A customer in the united states reported a false negative cefoxitin screen for a staphylococcus aureus patient strain in association with the vitek® 2 ast-gp75 test kit. The customer stated the isolate was tested twice and results were cefoxitin screen negative and oxacillin susceptible. Cepheid genexpert pcr testing was positive twice, indicating this strain is (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.